Event description:
Physician reported that while trying to interrogate a patient's generator, he received a message that said "there is an error establishing communication." Physician performed troubleshooting steps with both the handheld and programming wand but continued to received the same message. The programming system was used on other patients throughout the day with no problems. The physician does not feel the issue is with the handheld or programming wand. A battery life calculation was performed and resulted in 1.89 years remaining until elective replacement indicator = yes. Company representative plans to come to patient's next visit and use her programming system to reinterrogate the patient's generator to see if she can communicate with generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.